Manufacturer narrative:
Investigation summary: one mz1000 china product was received for investigation without packaging, however the lot number was confirmed as 20125202. No connecting products were received to assist the investigation in this instance. Functional testing involved connecting the received mz1000 china product to a bd plastipak 50ml syringe from stock and flushing fluid through; no occlusions or flow restrictions were observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125202 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported when using the bd maxzero needleless connector, the device experienced a blockage. The following information was provided by the initial reporter. The customer stated: in gastrointestinal surgery, when using a transparent needle-free connector product, it is found that the connector is blocked. The representative informed: the patient was infused with nutrient solution for a long time, and the connector was found to be blocked during use. At that time, it was evaluated that the cvc catheter was unobstructed, and the needle-free connector was not unobstructed. After taking the product back, the representative used flush to infuse vigorously, and the joint was unobstructed. It is suspected that the short-term blockage was caused by the long-term infusion of nutrient solution.